Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that about a year ago, the implantable neurostimulator (ins) started to take longer to charge, and they would have to charge more frequently. The patient stated that when they let the battery deplete too far it will take longer to charge, but they understand that it normal. They wanted to know the symptoms they would experience when the battery needs to be replaced. The patient added that about 6 months ago they started to have some burning where the ins is located. They noted that this is happened almost daily. The patient stated that they experience the burning when charging, and even when the device is not on. They added that the device was burning in their back at the time of the report. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.